Manufacturer narrative:
Product analysis: visual examination of the returned rod identified a significant difference in one of the three set screw witness marks, in comparison to the other two. Microscopic examination of the lighter set screw witness marks also display an axial mark consistent with rod movement. Visual review and comparison of the two returned mas¿s identified a significant difference between the two rod interface witness marks. One displayed consistent and complete rod interface, and the other displaying inconsistent and incomplete rod engagement. The above observations are consistent with incomplete seating of the rod at final tightening, subsequently resulting in screw back out and rod movement.

Manufacturer narrative:
(B)(4) (revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, one of the rods migrated from the screw implanted in l5. The pedicle on the opposite side of l5 was broken. A revision surgery was preformed.